Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for high blood glucose of over 600mg/dl. Troubleshooting was performed. Ran a high pressure and self test, and the insulin pump passed the tests. No further info was provided.